Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-six days post a chronic catheter placement, the line allegedly leaked subcutaneously. It was further reported that the line was allegedly found to be puffed around the insertion site, and the patient was allegedly found to have experienced an induration and erythema with milky fluid on removal. Furthermore, the catheter was allegedly damaged right where the catheter starts to narrow. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.

Event description:
It was reported that twenty-six days post a chronic catheter placement, the line allegedly leaked subcutaneously. It was further reported that the line was allegedly found to be puffed around the insertion site, and the patient was allegedly found to have experienced an induration and erythema with milky fluid on removal. Furthermore, the catheter allegedly had a hole right where the catheter starts to narrow. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was returned for evaluation and one photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. An s-shaped split was noted on the catheter body. A complete diagonal break was noted on the distal end of the catheter. The distal catheter segment was not returned. The edges of the complete diagonal break on the distal end of the catheter were noted to be uneven and the surface was noted to be granular. Upon infusion, a leak was noted from the split. Therefore the investigation is confirmed for the reported fluid leak and the identified burst, fracture, material separation. However the investigation is unconfirmed for the reported hole issue as no holes were noted and only a split was identified and confirmed. Furthermore the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.